Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, check therapy electrode messages) has been confirmed. Upon investigation the electrode belt trunk cable was cut, damaging wires in the cable and causing the reported alarms. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent adjust belt messages and check therapy electrode messages.